Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had air bubbles. The following information was received by the initial reporter with the following verbatim. It was reported by customer that some air bubble pass through the line without the device alarming. Customer is aware that it takes certain amount of bubble for the air in line to activate just want to make sure that it's not defective.